Manufacturer narrative:
The device has been returned/received to date, but is pending investigation. A supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) gets super hot like its burning. The patient also states that the pdm is not holding charge and shutting off.

Manufacturer narrative:
No evidence of a thermal event was observed. The device temperature did not exceed 40°c. The maximum allowable temperature for the device is 40°c, indicating the device stayed within the allowable range. Investigation of the device confirmed the reported inability to hold charge. The cause of this issue could not be determined. Inspection of the device found no issues capable of forcing the pdm to shut itself off nor preventing it from powering back on.